Manufacturer narrative:
(B)(4) date sent: 09/16/2025 d4: batch #213d40. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec60a device was returned with no apparent damage, and with a cecr60b reload present. The reload was received partially fired 1/16. During the functional test, the device could not maintain closing status and without click sound feedback, the closing trigger release button and its spring was noted jammed. The device was disassembled to verify the condition of the internal components and no anomalies were found. No functional test was carried out due to the condition of the device. No conclusion could be reached out what caused the jam on mechanical structure. For partially fired reload, it is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device ec60a with lot number 231d63; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 213d40, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device could not be fired. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.